Event description:
It was reported that this implantable pacemaker longevity dropped from 1.5 years to 4 months in a span of 8 months. A request was made to have data from this device analyzed. Data analysis confirmed the that the power consumption was increasing in a gradual fashion. Device replacement was recommended. To date, device remains in service. No adverse patient effects were reported.